Event description:
During a remote follow-up, it was not possible to read the device on the remote transmitter. While in-clinic it was found that the radio frequency (rf) telemetry was disabled. Technical support was contacted and a device firmware download was performed to resolve the event. The patient was stable and will continue to be monitored.